Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump was explanted and replaced with a new pump. Sn (B)(6) was explanted and replaced with sn (B)(6). No reason was given to intera oncology as to why the revision was performed.

Manufacturer narrative:
Integra has requested more information from the healthcare provider regarding the revision, including patient data, but has not yet received such information. Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Migration is a known adverse event as listed on the intera 3000 IFU. Supplement is to add patient information (as made available) from the healthcare provider. Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental report will be filed.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump was explanted and replaced with a new pump. Sn (B)(6) was explanted and replaced with sn (B)(6). No reason was given to intera oncology as to why the revision was performed. Later follow was conducted with the healthcare provider - it was indicated by the healthcare provider that "the pump was removed due to a pump pocket problem. There was no device related issue."